Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced hyperglycemia with a reported value of 310 mg/dl after changing to new infusion sets and performing a full change following dinner, later reporting being out of insulin. The user also had difficulty deploying the infusion set, initially attempting to remove the site from the white plastic and not squeezing the smooth sides during application, which suggests an infusion set deployed incorrectly or connector not attached correctly. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included user education and troubleshooting without alerts or alarms, or emergency care, and the user declined a live walkthrough and follow-up. Investigation included remote troubleshooting and provision of instructional materials. Investigation of this case revealed user error in infusion set application leading to probable delivery interruption or occlusion, consistent with an infusion set deployment issue rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related application error.